Event description:
It was reported that during the trial when the lead was on the right side it was uncomfortable and was shocking the patient's hip. The manufacturer representative then put the lead on the left side and it was working well.

Manufacturer narrative:
Concomitant products: product ID; neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).